Event description:
The customer reported that when the pencil was activated during inhalation therapy of a high concentration of oxygen, a piece of gauze caught fire. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.